Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a bad touchscreen. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10apr2019. The service engineer (se) inspected the device. The se found the touchscreen failed and replace the touchscreen assembly. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 30may2019. A touchscreen assembly was return for analysis. A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The root cause of the touchscreen was due to the measured resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.